Event description:
During the evaluation of a device returned for a non-reportable incident, it was observed that device stopped flowing. Review of two year medical history revealed one incident in which medical intervention was provided to a patient as a result of a stopped delivery. Based on this review, the observed stopped delivery was determined to be reportable.